Event description:
The device was used during a low anterior resection procedure. Reportedly, the instrument was difficult to open. The surgeon resected the tissue at the application site and a new anastomosis was performed. The hospital has reported the pt's condition is satisfactory.